Event description:
Information as reported through the journal article titled "north american multicenter experience with the flow redirection endoluminal device in the treatment of intracranial aneurysms". It is noted the retrospective cohort study included consecutive cerebral aneurysm patients treated with fred between (B)(6) 2020 and (B)(6) 2021 at 7 academic centers in the united states and canada. During the study period, 116 consecutive patients harboring 133 aneurysms were treated with 123 fred procedures at the 7 participating centers and included in this study. In the current series, 31 patients experienced at least one type of treatment-related complications. It is noted; in the current study, no exclusion criteria related to aneurysm location, dimensions, morphology, rupture status, or follow-up duration were applied. The decision to use fred was at the treating physician's discretion to reflect real-world indications. Therefore, both on-label and off-label indications for fred treatment were included in this study. Complications by type: thromboembolic 8, hemorrhagic/aneurysm rupture 1, other neurological 2, nonneurological 4, parent vessel occlusion 9, covered branch occlusion 6, in-stent stenosis 15. Although there are no specific device or patient details and no reported device malfunctions, it is mentioned thrombus, aneurysm rupture and vessel occlusion et al developed during the procedures. This report is being filed to capture these unknown patients. Please note the reported death mentioned in the article is reported under MDR 2032493-2022-00387.

Manufacturer narrative:
No exact date of event was provided, patients were treated with fred between june 2020 and november 2021 . No specific device details were provided. However, it was noted that patients treated with the fred jr. Device were not included in the study. Information as reported through the journal article titled "north american multicenter experience with the flow redirection endoluminal device in the treatment of intracranial aneurysms". Please note the article reviewed was a retrospective cohort study included consecutive cerebral aneurysm patients treated with fred between june 2020 and november 2021 at 7 academic centers in the united states and canada. Bibliography: khorasanizadeh, mirhojjat, et al. "North american multicenter experience with the flow redirection endoluminal device in the treatment of intracranial aneurysms." Journal of neurosurgery 1.aop (2022): 1-11. It was stated in the article that both on-label and off-label indications for fred treatment were included in the study. It is noted; in the current study, no exclusion criteria related to aneurysm location, dimensions, morphology, rupture status, or follow-up duration were applied. The decision to use fred was at the treating physician's discretion to reflect real-world indications. Therefore, both on-label and off-label indications for fred treatment were included in this study. The material/lot numbers were not provided; therefore, a search for production-related ncrs could not be performed. It is understood that the devices were implanted in the patient and are not available to be returned to the manufacturer for evaluation. Procedural or medical imaging were not provided in the article. Although requested, no clarification nor device, patient or incident details were provided. Therefore, without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported events. The instructions for use (IFU) identifies rupture or perforation of the aneurysm, stenosis of stented segment , and both stent thrombosis and thromboembolic event as potential complications associated with the use of the device.